Manufacturer narrative:
(B)(4).

Event description:
Analysis on the generator was approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to there were no performance or any other type of adverse condition found with the pulse generator. Analysis on the lead was approved. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Data from the generator was reviewed, which showed that the impedance went from normal to high on the date of implant. Therefore, the most likely cause of the high impedance was incomplete pin insertion.

Event description:
It was reported that a patient's vns system had high impedance four days after generator replacement surgery. The generator was also only delivering 1.0ma of current, even though it was programmed to 2.0ma. Diagnostics were performed in multiple positions, but high impedance was still present each time. X-rays were ordered. The x-rays were reviewed, and the lead pin appeared to not be fully inserted into the generator header. However, the presence of a microfracture could not be ruled out. The patient had surgery to correct the high impedance. The surgeon decided to replace the generator and lead due to the possibility of a microfracture in the lead. The generator and lead were received, but analysis has not been approved to date.